Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient had a poor communication and that their patient programmer antenna was still unable to connect and patient confirm antenna is secure and sync with ins. Patient stated they were unable to adjust stimulation due to poor communication. Patient also reported that they were not getting symptoms relief and that they use anti diarrhea pills each time they go to the bathroom. No further complications were noted or anticipated. And on 2018-08-20 additional information was received. Patient reported that they got the replacement pp but are still experiencing poor communication both with and without the antenna attached. No further complications were noted or anticipated.